Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6996sq58 lead; implanted (B)(6) 2003; 511212 lead; implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the final, fluoroscopy, it was confirmed that the high volt coil lead pin was not fully past the setscrew. The pocket was reopened while the patient was on the table and the coil was disconnected from the port. The coil was then attempted to be reseated and during this process, the physician stated that the setscrew could not be engaged appropriately. The setscrew could not be observed as the physician was looking into the port. It was thought that the setscrew was either horizontal or stripped. The device was then abandoned and a new device was implanted. No patient complications have been reported as a result of this event.